Manufacturer narrative:
Device used for off label indication. The indication the device was used for was dystonia. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s stimulation was turned off autonomously and would turn on/off randomly. It was further reported that the stimulation had not been turned off intentionally with the patient controller, but had instead been turned off autonomously. The ¿stim off button of the patient controller was not touched.¿ the patient was hospitalized as a result of the issue, at which time a different patient controller was paired with the patient¿s implantable neurostimulator (ins) for use while they were under observation. It was noted that ¿it was suspected that the patient controller had anomaly.¿ the patient¿s physician observed the cause of the issue to be the ¿product¿ and indicated the ¿stimulation was tuned off autonomously with the use of the patient controller.¿ there were no external factors in particular reported to have led or contributed to the issue. The issue remained unresolved as of (B)(6) 2018. It was later reported on (B)(6) 2018 that the patient had two ins' and that when he tried to change the program group, the patient controller would lose its connect and display a ¿no device found¿ screen 16 error message. Once the patient reconnected the controller, it was stated the controller would display that stimulation was off. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. It was noted the disease the patient was primarily/originally treated for was dystonia. No further complications were reported or anticipated. Please see manufacturer report number 3004209178-2018-17851 for information regarding the patient's other ins.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that it was unknown why the patient was hospitalized as was initially reported, but there were no symptoms or interventions reported. It was stated that the issue was considered resolved following the second patient controller replacement, as no further issues had been reported as of (B)(4) 2018. The cause of the patient¿s stimulation turning on/off randomly was undetermined and it was unknown whether the issue was occurred with both inss. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient would switch groups with their patient programmer, communication was stopped, and once communication was reestablished, it would be found that their ins had turned off. After this issue was reported, the patient was programmed to use adaptivestim settings in an attempt to decrease the patient¿s need to switch groups manually. While it was noted that this decreased the patient¿s need to switch groups manually to one tenth of what it was before, the patient still needed to switch groups manually. The reported issue of the patient¿s communication ceasing also continued, although the frequency decreased due to the decreased number of manual group changes. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient was discharged from the hospital once at the end of july and received the medical examination at the outpatient department for the first time on (B)(6) 2018 after discharge. However, the event that stimulation turned off autonomously occurred continuously. When the patient changed group from group a to b there was no problem however, when the patient changed the group back to group a, the screen changed to screen 16 no device found. The patient did not move their arm or change the distance of controller and ins. The patient then pushed x on the top right corner, then unlocked the patient controller but the stimulation was off even though patient did not turn the stimulation off. The patient also stated that stimulation turns off when they change groups often and it also turns off randomly that the controller actually states stimulation was off. The manufacturer representative checked the ins battery level which was 70%. The manufacturer representative checked how the patient uses their controller, programs, adaptive stim settings but could not seem to find anything. It was found in the mdt file that there were several on and off and group or program change commands around the time frame the patient stated the stimulation turned off. Therefore, replacing the patient controller again was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient would switch groups with their patient programmer, communication was stopped, and once communication was reestablished, it would be found that their ins had turned off. After this issue was reported, the patient was programmed to use adaptivestim settings in an attempt to decrease the patient¿s need to switch groups manually. While it was noted that this decreased the patient¿s need to switch groups manually to one tenth of what it was before, the patient still needed to switch groups manually. The reported issue of the patient¿s communication ceasing also continued, although the frequency decreased due to the decreased number of manual group changes. There were no further complications reported or anticipated.